Event description:
It was reported that the patient had been experiencing blood glucose levels above 200 mg/dl for several weeks. The patient stated that these issues began after starting a replacement device and that they had not experienced similar problems with their previous device. Prior to calling, the patient administered 10 units of insulin by announcing a meal. The agent explained that using meal announcements to self-dose insulin could interfere with the device¿s algorithm and should be avoided. During the call, the patient¿s glucose levels began to decrease. The agent planned to contact a field team trainer to arrange additional support; however, the patient stated they did not want retraining if it required leaving their home. In the blood glucose questionnaire, the patient reported that their glucose levels were affected, with a highest value of 286 mg/dl. The elevated levels had persisted for approximately two weeks. The patient did not use back-up therapy, did not perform ketone testing, had not received steroid injections, and did not obtain any medical or other assistance. No immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.